Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). . The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: primary infusion was showing unexpected rate & volume when it was checked, different than programmed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved in the reported incident was not returned for evaluation; however, the device history logs were provided and based on the results, the reported issue could not be confirmed. Details of history log: log review shows on (B)(6) 2024 and 2:07pm a primary set-up of 30ml/hr and 200ml and at 2:19pm a piggyback dl: antibiotic set-up and start of 230ml/hr and 30minutes (115ml). At 2:49pm vtbi done occurred with a volume infused to 115ml. At 2:54pm new vtbi set to 15ml and at 2:59pm an infusion start. At 3:03pm vtbi done with volume infused to 130ml. All information concerning this reported incident has been included in our trend analysis of the product line.